Event description:
MFR received an implant card, reporting that pt had an infection on the left side and was reimplanted on the right side with another vns therapy system. Follow-up with the medical professionals revealed that the infection was found to be caused by staphylococcus aureus. The pt was treated with the following oral antibiotics: flucloxacilin, ampicillin & co-amoxiclav. In addition, the pt was hospitalized to receive IV antibiotics. The explanted products were discarded. Currently, it is reported that the pt has no infection, no side effects, and is having noted improvement in seizure activity.

Manufacturer narrative:
H6. Manufacturing records for both the pulse generator and lead were reviewed. Vns therapy labeling lists infection as a potential adverse event, possibly associated with surgery. Review of manufacturing records for both the pulse generator and lead confirmed sterilization prior to distribution.